Manufacturer narrative:
H3, h6: a software analysis was initiated. However, the software evaluation found that there was insufficient information to determine whether a software anomaly contributed to the reported behavior. Logs and archives were reviewed. The provided logs contain one session on the reported issue date. User selected shuntem and used tracer pointer along with em stylet with non-invasive patient tracker. There are multiple successful registrations observed in the log and one time user restarted the registration after achieving successful registration of 2.17517 error metric. After that, user moved into navigation task with error metric of 2.32637 and traced 701 points. The archives were reviewed. There is one computed tomography (CT) and two magnetic resonance (mr) exams present. All of these are as per navigation system protocol. Site performed merge operation with CT as reference and all mr exams included. Also created two plans. Site performed registration on mr-1 scan with 2.5 error metric by collecting 701 trace points in asymmetric pattern and zones of accuracy covered the anatomy. Trace started from nose. The head model surface shows minor non-anatomical bumps and depre ssions observed at the backside of the head and ear part. Codes b01, c19, are applicable to this analysis, as well as the previously reported code d15. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735737, software version: 2.1.0 h3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in a catheter placement procedure. It was reported that the staff using this system experienced an alleged navigation/registration inaccuracy, resulting in a procedural delay of less than one hour. There was no reported patient impact. It was noted that the amount of inaccuracy was 3mm or so.